Event description:
A new tpn bag was primed for use, and was started on a patient. Approximately 4.5 hours later, the tpn was found on the floor near the pump. The pump did not alarm. The tpn tubing was attached to the patient with no visible air bubbles. When the tubing was removed from the pump, the tpn leaked from the part of the tubing that fits into top portion of the cassette.